Manufacturer narrative:
Argus case (B)(4).

Event description:
I thought I had a stroke [stroke] had a hard time breathing. [Difficulty breathing]; I can't hardly walk after the incident. [Unable to walk]; my face was swollen. [Facial swelling]; I felt like I'm "gonna" die [impending doom]. Case description: this case was reported by a consumer and described the occurrence of stroke in a (B)(6) male patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution. On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution, the patient experienced stroke (serious criteria gsk medically significant), difficulty breathing, unable to walk, facial swelling and impending doom. The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. On an unknown date, the outcome of the stroke, difficulty breathing, unable to walk, facial swelling and impending doom were unknown. It was unknown if the reporter considered the stroke, difficulty breathing, unable to walk, facial swelling and impending doom to be related to biotene dry mouth gentle oral rinse mild mint solution. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information adverse event information was received on (B)(6) 2019 via call. Consumer stated, "I've got a complain. I bought this few days ago last week. I felt like I'm gonna die. Had a hard time breathing. My face was swollen. I didn't see on the bottle. I only took it once or twice before going to bed. I did not check yet with my doctor. It was not recommended to me by my doctor. I couldn't even talk. I thought I had a stroke. I need a refund. Send me a shipping label. I just saw this product from a television and then I decided to use it. I can't hardly walk after the incident".